Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) would not capture when connected to the pacing lead. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.